Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device was explanted and replaced. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device could be interrogated and was confirmed to be operating in safety mode. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. The battery analysis determined that there was a short in the cell caused from the cathode tab coming in contact with the can due to a torn insulator tube. The short caused an increase in power consumption, which resulted in the clinically-observed reversion to safety mode operation. Information was corrected from the following fields: d6b: explant date.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device was explanted and replaced. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.